Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer sates where o2 tubing hooks on, the plate is broken. MDR filed.

Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1031452-2013-00024. Upon further review, it was deemed that this event is non reportable. The broken oxygen outlet on a irc5p concentrator is visually detectable, the tubing cannot be attached to the concentrator. There was no user involvement with this device at the time of event. This is not a life support / life sustaining device, but an oxygen supplement.